Event description:
During a mako pka case, 111690 lot 178346 irrigation clip black clip broke. Dr. Bradley had to hold it in place along the burr attachment to keep it aimed properly towards the knee. He didn't want to slow down to have the scrub tech get tape to secure it.

Manufacturer narrative:
Reported issue it was reported that the irrigation clip broke. Product history review it was determined that there is inadequate information to conduct a product history review for this device. Reference nc 1747567 for further information. Complaint history review a review of complaints related to p/n (B)(4). Lot 178346 shows 6 additional complaint(s) related to the failure in this investigation. Complaint pr: (B)(4). Visual inspection visual inspection could not be performed because the product was not returned. Dimensional inspection dimensional inspection could not be performed because the product was not returned. Material analysis material analysis could not be performed because the product was not returned. Functional inspection functional inspection could not be performed because the product was not returned. Conclusion it was reported that the irrigation clip broke. This failure mode could not be confirmed because the part was not returned. If device and/or additional information become available, this investigation will be reopened.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a mako pka case, (B)(4) lot 178346 irrigation clip black clip broke. Dr. (B)(6) had to hold it in place along the burr attachment to keep it aimed properly towards the knee. He didn't want to slow down to have the scrub tech get tape to secure it.